Event description:
It was reported that this right ventricular (rv) lead was not able to be successfully implanted due to out of range impedance issues. Physician suspected a lead fracture. It also exhibited helix issues, low amplitude and device sensing issues. This lead was then successfully replaced. No adverse patient effects

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Continuity testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Due to the confirmed fracture, high impedance was also confirmed. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of low amplitude and sensing issues. Patient code 3191 captures the reportable event stating that the patient had a prolonged procedure.

Manufacturer narrative:
The product has been received for analysis. This investigation will be updated should pertinent information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was not able to be successfully implanted due to out of range impedance issues. Physician suspected a lead fracture. It also exhibited helix issues, low amplitude and device sensing issues. This lead was then successfully replaced. No adverse patient effects